Manufacturer narrative:
An event of transient ischemic attack (tia) was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, a review of the device history record (DHR) was not possible as no lot number was provided. Based on the information received, the cause of the reported tia could not be conclusively determined.

Event description:
Related manufacturing ref: 3005334138-2020-00453, 3005334138-2020-00454. Following the procedure, the patient experienced transient ischemic attack (tia) symptoms. During the ablation procedure, signal artifact was observed on the distal signal during ablation. The catheter was used to complete the procedure and no symptoms were noted following the procedure. The patient experienced blurred vision on september 5th, and 6th. Imaging was conducted to identify a possible tia but revealed no anomalies. Transesophageal echo was performed prior to the procedure to rule out thrombus. There were no performance issues with the devices.